Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were erratic readings. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.